Event description:
It was reported that the patient went to the hospital with severe pain in the pocket area of this subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the patient had knocked the device once while doing housework. A computed tomography (CT) scan revealed a hematoma within the pocket. A revision procedure was done where hemostatic procedures were performed, and this s-ICD was re-implanted. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.